Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow up. Interrogation of the pacemaker revealed noise on the right ventricular lead. The patient had some high ventricular rate episodes due to this noise. The device was reprogrammed to resolve the issue. Physician decided to monitor the lead.